Event description:
The c-clamp is used to secure a masimo bedside pulse oximeter to an elevated wall mount. The c-clamp was found to be broken on two separate occurrences by the same customer in the same department. Breakage of c-clamp has led to the device and j-bracket falling from its mounted location. Customer complaints were evaluated since beginning of distribution and the issues reported by this consumer were found to be isolated in occurrence.

Manufacturer narrative:
Evaluation summary of device: the oximeter c-clamp bracket (pn: 30801) is used in conjunction with the j-bracket to mount masimo pulse oximeters to an elevated wall mount. Based on our internal failure analysis, the c-clamps that were damaged at this specific customer site were installed in (B)(6)2008, and were found to be broken at a weld joint, which supports the weight of the j-bracket and masimo pulse oximeter combined. Review of the customer complaint history has shown that the two broken clamps are isolated in occurrence and are the only instances of this type of complaints were reported from the same customer from within the same department within a week of each other. (B)(4). The likelihood of occurrence is assessed to be rare in nature due to the calcified failure rate.